Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
A sample of a trocar hub and cannula assembly was received for evaluation. The returned sample was visually inspected and was found to be nonconforming. The septum did close after the assembly was removed from the blade. The final lot customer lot was identified. According to the device history record the product released met the products acceptance criteria. It is unknown how or when the samples became damaged because they were returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a procedure "water is leaking through the trocars" and the intraocular pressure fluctuates. There was no report of patient harm. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure "water is leaking through the trocars" and the intraocular pressure fluctuates. There was no report of patient harm. Additional information and a product sample have been requested.